Event description:
Journal reference: sorokin a, annabi e, yang wc, kaplan r. Subdural intrathecal catheter placement: experience with two cases. Pain physician. 2008;11(5):677-680. The possibility of subdural migration of epidural catheters and its manifestations has been well documented. The following 2 cases demonstrate that intrathecal catheters can enter the subdural space upon placement. The manufacturer of the catheter and pump are unknown. Reportable event: the second case is a 54-year-old male with chronic bilateral lower extremity pain having a pump placed for pain control . Because of inadequate relief after implantation, the catheter was imaged. It pierced the arachnoid at l4-l5 but became subdural at t12-l1. At the time of surgical revision, the catheter was pulled back to l2. Repeat imaging showed it to be entirely subarachnoid, and analgesia was restored. See mfg report # 2182207200807014.

Manufacturer narrative:
Result = catheter.